Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 4.

Event description:
Reference number (B)(4). Event occurred in the unites states. It was reported that the patient infusion set fell off during use. The event occured on 01-jan-2026.the patient used infusion for less than three days.the patient replaced infusion set and resumed insulin deliveries successfully no further information is available.